Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with a blood glucose value of 362 mg/dl, after a recent supply change and discovery that the infusion site connection was not properly attached to the body. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. Investigation included customer service-assisted remote troubleshooting and education, replacement of the infusion site, and resumption of insulin delivery with instruction to monitor for downward trend over 90 minutes. Investigation of this case revealed that the infusion set was deployed or attached incorrectly, resulting in inadequate insulin delivery and elevated glucose. It was concluded, based on previously established findings for similar reports, that user technique associated with infusion set connection most likely caused the event.